Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. No other alarms noted. The motor passed the motor test. Visual inspection revealed cracks on the display window corners, battery tube threads and reservoir tube lip, as well as a scratched lcd window.